Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This report is being filed to submit the analysis results.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the physician was explanting the pacemaker as the original indication for implant had been resolved and the patient requested removal of the device and leads. During the explant procedure when using electrocautery, ventricular tachycardia (vt) and ventricular fibrillation (vf) were induced on two different occasions. The patient had to be externally cardioverted both times. Once pacing was programmed off and electrocautery was used, no induction of vt or vf occurred. The physician was concerned over possible transfer of energy down the lead from the electrocautery. Boston scientific technical services (ts) did discuss that it is not typical for stimulation to induce an arrhythmia under these circumstances. The pacemaker and leads were explanted as planned. No additional adverse patient effects were reported.